Event description:
Accountant reports 7 incidents of cracked/broken stopcocks. States incidents occurred on 3 different pts. With 3 different healthcare professionals. Fluids varied in the stopcocks from total parenteral nutrition, lipids, dopamine etc. Accountant has one sample. No medical intervention or pt injury reported with any of the incidents.